Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient and vessel perforation occurred. The target lesion was located in the right coronary artery. A 3.0mmx38mm synergy ii drug-eluting stent was advanced to treat the target lesion. However, the stent became stuck in the lesion and came off the delivery system. The wire remained in place and the dislodged stent was crushed to the wall of the artery with the other non-bsc stents. A vessel perforation was noted. The synergy stent, non-bsc stents and perforation were then covered with an additional non-bsc stent. No further patient complications were reported and the patient's status was fine.